Event description:
The reporter indicated the surgeon inserted and removed a 12.1mm vticmo12.1 implantable collamer lens, -10.50/+0.5/170 (sphere/cylinder/axis), within the same surgery due to excessive vaulting. The problem was resolved. Cause of the event was unknown.

Manufacturer narrative:
A4: unk a5: unk a6: unk h6 - device code: 1494 - this lens model is contraindicated for patients with an anterior chamber depth (acd) less than 3.0mm. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).